Event description:
During set-up for a cardiopulmonary bypass procedure, it was reported that the left hand timer on the arterial monitor would not work. It was also reported that when setting the pressure alarms on the arterial monitor, the system would go in the up direction, but not down. There were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.